Event description:
Went for a normal umbilical hernia repair; mesh was used since then major problems, 4 operations and now the 5 for full removal. Chronic pain, chronic inflammation and irritation, infection, abscess, neuro-muscular problems. Bowel adhesion, scarring, pins and needles constant. Constant nausea, brain fog, related emotional problems. Itchy skin, lost of sex drive, hot flashes. My stomach area is hard and I cannot touch my area of the belly button. I now cannot sit longer than an hour or drive long distance that makes the pain worse and then for two days I need to rest. I cannot do normal shopping I need to go in and out as if I stand for too long, the pain and nausea sets in. Most nights I sleep more or less 3 hours broken sleep. FDA safety report ID# (B)(4).